Event description:
Adverse event(s): "unexpected outcome" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. In a follow-up phone call, the surgeon reported this eye was targeted for near vision and the pt is very happy with the result. On examination, there was no tilt of the iol and the haptics were in the bag. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/12/2010, 07/15/2010, 07/16/2010, and 08/04/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4)